Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
A stryker micro sagittal saw was sent in for repair because it was leaking oil during a procedure. It was discovered on a towel away from the surgical site. No adverse consequence was reported as a result of this event; the procedure was completed with another saw.